Manufacturer narrative:
With the information provided (negative anti-hbs with ahbe/ahbc positive and hbsag border/positive), it seems the patient is infected with a chronic hbv. It could not be excluded that the abbott anti-hbs result, which is slightly above the medical decision point, could be "false positive". Based on qc and calibration data provided the reagent performed within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6) . The customer's qc and calibration were acceptable. The sample was provided for investigation. The anti-hbs result was negative. The hbsag result was positive. The anti-hbe was positive. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results for 1 patient on a cobas 8000 e 801 module. On (B)(6) 2024, the result using the abbott method was 12.7 iu/l, which was determined to be positive. On (B)(6) 2024 the elecsys anti-hbs ii result was < 2.0 iu/l (negative). The patient was retested, and the elecsys anti-hbs ii result was < 2.0 iu/l (negative).